Event description:
The user facility reported that there were tiny bugs in the packaging found when the package was received. There was no patient impact, no delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported that there were tiny bugs in the packaging found when the package was received. There was no patient impact, no delay, no medical intervention, and no adverse consequences.